Event description:
The customer alleged they received a questionable calcium result on their c501 analyzer (c1). The patient's initial calcium result from a serum sample on c1 was 6.7 mg/dl and it was reported outside the laboratory. On (B)(6) 2012, the patient had a new plasma sample tested on c1 and the result was 10.1 mg/dl. This result was delta checked by the customer's laboratory information system. The original serum sample was then retested on c1 and the result was 9.8 mg/dl. The patient's new plasma sample was then tested on another c501, serial number (B)(4) (c2) and the result was 10.2 mg/dl. The original serum sample was repeated on c2 and the results were 10.2 mg/dl and 10.3 mg/dl. The customer considered the repeat results to be correct and 10.2 mg/dl was issued as a corrected report. The patient was not treated based on the erroneous result and there were no adverse events. The calcium reagent lot number was 66441801 and the expiration date was 11/30/2012. The field service representative was unable to determine the cause and could not duplicate the problem. He performed diagnostic checks of the fluidics and mechanical adjustments, and there were no problems. He adjusted the sample probe as a preventative measure. The customer performed a precision check and the results were within the customer's expectations.

Manufacturer narrative:
The root cause could not be determined with the information provided. The quality control data were within the specified ranges. The overall performance of the assay and analzyer was according to specifications. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.